Event description:
The patient had surgery for a battery change out. A new neurostimulator generator was implanted. Impedances weren't tested intraoperatively. The patient felt no stimulation while in recovery. Impedances greater than 4000 ohms were measured on some or all of the bipolar pairs. The patient had a revision surgery several days later. Good impedances were obtained when stimulation was programmed to 1, +3 and 1, +4. The patient was able to feel stimulation in the right pain coverage areas. The decision was made to use electrodes 0-3 and not use electrodes 4-7. A second lead was placed. The patient had excellent stimulation afterward.

Manufacturer narrative:
.